Event description:
It was reported that the customer received an excessive no delivery alarm from his insulin pump. The customer's blood glucose level was 102 mg/dl. The customer declined troubleshooting. He stated that the alarm was resolved by a unomedical insulin infusion set change. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).